Event description:
The doctor reported that the implant was placed on (B)(6) 2023, osseointegration confirmed on (B)(6) 2023, implant restored (B)(6) 2024 and removed (B)(6) 2025 due to loss of osseointegration approximately 2 years and 6 days after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was good. Peri-implantitis and mobile implant were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.